Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 01:03 pm CT. The report number is being corrected from: 2134265-2018-64584 to: 2134265-2018-63726.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 38mmx3mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 38x3.00mm promus premier stent was advanced to treat the lesion. However, it was noted that the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported. Promus premier ous mr 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the mid-section stent strut row up to the distal end of the stent with stent struts pulled and stretched distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 38mmx3mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 38x3.00mm promus premier stent was advanced to treat the lesion. However, it was noted that the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported.